Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted without any partial or full recaptures. During the procedure the activated clotting time was 280 seconds. Post-procedure, the patient was prescribed xarelto 20mg and aspirin 81mg. At the 45-day follow-up, transesophageal echocardiography (tee) was performed, and a pedunculated, mobile thrombus was identified adjacent to the closure device attached to the limbus. The patient was kept on their xarelto and aspirin as a result of the thrombus.